Event description:
During a novasure endometrial ablation on (B)(6) 2013, the cavity integrity assessment (cia) test was unsuccessful. The physician used a second disposable device and completed the procedure. The patient was discharged home. Later the same day the patient returned to the emergency room (ER) with "pains and fever". The patient was admitted and received treatment (treatment unknown). It is unknown when the patient was discharged. We have been unable to obtain additional information surrounding this event.

Manufacturer narrative:
Device history record (DHR) review was conducted for the reported lot number. The lot was released meeting all qa specifications. Currently unable to establish a relationship or impact to the reported observation. If additional relevant information is received, a supplemental medwatch will be filed. (B)(4).